Event description:
It was reported the patient's omnipod dash personal diabetes manager overheated and will no longer power on. The patient was unable to confirm if they were using an insulet supplied charging cable. The device has been replaced.

Manufacturer narrative:
The device has been returned/received and is pending investigation. After completion of the device investigation, we will submit a supplemental with the investigation findings. We are unable to confirm the cause of the reported thermal event. Lot release records were reviewed, and the product lot met all acceptance criteria. The reported thermal device malfunction is associated with a personal diabetes manager manufactured after the correction for action res#90987 was implemented.

Manufacturer narrative:
The pdm was returned with the battery outside of the back cover and the charging cable as well. The battery showed no signs of swelling, and no thermal evidence was found on the exterior of the pdm or charging cable. The pdm would not initially turn on with the returned battery and was plugged in to allow to charge. The pdm was felt to get warm while charging. Once charged, the pdm turned on with no issues. Inspection of the log files confirm that the pdm battery temperature from the date of occurrence was measured to be above operating temperatures. No damages or defects were found with the device that would contribute to the pdm battery temperature increasing. The exact cause of the reported pdm getting hot could not be determined.